Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd precision glide¿ specialty with sterile hypodermic needle the needle was thru the shield resulting in sterile breach. The consumer stated ¿the needle was sticking out of the packaging. A nurse got stuck by this needle.¿ there was no report of medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a photo sample was available to bd for evaluation. A quality engineer was able to review the provided photo and determined that there was a second cannula attached to the side of the hub. DHR review: assembly batch 6271680 had 245 visual inspections performed on (B)(4) parts with zero issues noted for double cannula. Qn review: one notification was written for assembly batch 6271680 for low lube solids. This does not affect the double cannula issue. This can happen if there was an issue with assembling the cannulas. A needle missed the hub and fell onto an adjacent needle on the rack. If the operator failed to see it the epoxy cures and the second cannula gets stuck to the assembled needle. The camera that inspected for epoxy may catch this defect if the double needle was facing the camera. However, it was still the responsibility of the assembly associate to monitor for these defects, correct the issue and remove the affected needles. Bd is currently modifying the cannula assembly area on the production lines to prevent disassembled needles from accumulating and causing the double needle defect. No CAPA will be initiated. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.